Manufacturer narrative:
Evaluation summary: the 3rd ,4th and 5th distal wire wraps were deformed and misaligned. No other device damage noted. (B)(4).

Event description:
The physician attempted to use a integrity stent to treat a moderately tortuous and severely calcified rca lesion exhibiting 85% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. During the procedure, resistance was encountered when advancing the device .the stent failed to cross the target lesion and upon removal it was noted as deformed. The case was completed with a bms integrity stent. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.